Event description:
The account alleged that the bed has no brake function. The brakes will set but not hold. No pt impact.

Manufacturer narrative:
The tech found the issue was due to worn/aged brake casters. The tech replaced the brake casters to resolve the issue.